Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and insertion of both calibration bar and test strips. During visual inspection missing segments were observed in the middle 0 upper line. The complaint was confirmed. Missing segments typically results from abnormal use, such as repeated, long-term dropping by the user. The returned meter was void of physical damage; however, the meter was manufactured in march 2002, which is six (6) years beyond the warranty or expected life of the product. Although blood glucose meters are portable devices, long-term use or stress which doesn't necessarily result in external damage, can contribute to missing segments. (B)(4).

Event description:
Caller (customer's mother) reported observing a missing line/segment on the customer's adc blood glucose meter display. Caller further reported that on (B)(6) 2013 starting at 8:00 a.m., the customer began vomiting and at 9:00 a.m. Attempted to test her ketones using the adc meter and was unable to read the "second portion" of the result. Caller treated the customer with an unspecified dose of insulin and transported the customer to the emergency room at approximately 3:30pm on the same day. Customer was administered unspecified intravenous fluids and an unknown amount of insulin. Caller did not know the customer's diagnosis and reported the customer had a history of "high ketones". There was no report of death or permanent impairment associated with this case.